Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, to report no vibration from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not observe any errors related to the customer complaint. Functional testing was performed and no failures were detected. A "try it" functional test was performed and the vibrator was working without intermittence. The reported event of no vibration was not confirmed. A root cause could not be determined.